Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the costumer experienced high blood glucose levels of 28 mmol/l. The customer¿s other blood glucose levels was 14.7 mmol/l. The customer experienced symptoms such as nausea. The customer was treated with insulin injection. Troubleshooting was performed for high blood glucose values. The product will not return for analysis.